Event description:
Initial reporter indicated to our vns consultant that their dell x50 handheld computer was freezing up. When the physician tried to interrogate patient's devices, it just freezes up. It was unknown if it was at the interrogation successful screen, prior to interrogation started or other screens. The frozen screen happened several times in the past. The product is on the way back to the manufacturer for analysis.

Event description:
The handheld computer was returned without the programming software that was involved in the event. An analysis was performed on the returned handheld computer and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.